Manufacturer narrative:
Manufacturer's analysis noted that the device would not communicate with the programmer, and it failed incoming console tests and the patient connection was disturbed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as a pullback subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.